Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: the returned resolution 360 clip was analyzed, and a visual evaluation noted that the device returned without the clip assembly and with evidence of full deployment. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. The investigation results summary did not detect any problems related to the reported issue, "clip failure to release from catheter", as the clip assembly did not return, and the device was fully deployed. Even though the event description reported that the physician manipulated the device in order to release it, the device returned without the clip assembly to help us determine the real cause of the failure. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) procedure to treat polyps performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the instructions for use (IFU), "passage of the resolution 360 clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) procedure to treat polyps performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the instructions for use (IFU), "passage of the resolution 360 clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device.".